Event description:
It was reported that 12 hours after implant, there was loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed it was reported that 12 hours after implant, there was loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to.